Event description:
It was reported that after surgery patient had peroneal vein thrombosis and cellulitis in left knee. Medication therapy was used to resolve the event.

Manufacturer narrative:
It was reported that after surgery patient had peroneal vein thrombosis and cellulitis in left knee. The affected journey ii articular inserts, journey ii cr oxinium femoral component, genesis ii resurfacing patella component and journey ii xr tibial baseplate, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Potential causes, per rmf, could include but not limited to patient reaction and patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that after surgery patient had left knee pain with range of motion problems and a surgical procedure was performed.